Event description:
The customer alleged that he performed a control test and received a result of 273 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. The customer did not have his testing supplies with him at the time of the call, so troubleshooting was not possible. No product will be returned.